Manufacturer narrative:
No mc33038 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non-conformance's found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
A complaint was received regarding a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing that experience leakage. It was stated in the report that when flushing, saline was pouring out connectors. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.